Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed to include other reported observations. The patient had experienced dizziness prior to the revision occurring. Also, in addition to high impedances, the lead also exhibited loss of capture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead three days after implant. Impedance values were greater than 2000 ohms. The rv lead was explanted and replaced, and the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and body fluid around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. X-ray of the lead tip and helix showed no signs of a fracture. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include the analysis results.